Event description:
A caller reported experiencing alarm 2 followed by alarm 26 and multiple occlusion events. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. There was no need for additional assistance, and the case was closed.